Event description:
It was reported stating that his customer noticed that during a breast biopsy for a mass their was tissue stuck in the probes tubing set when using the hh8bex. There was no patient consequence reported, case was completed using unit.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2010. During the same surgery, the patient was re-implanted.the correct serial number for this report is (B) (4), not (B) (4) as previously reported.(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
(B) (4). Same case as: 2134265-2010-02589. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced ck-mb(creatine kinase mb) elevation. Lesion 1 was 80% stenosed moderately calcified, 2.5mm in diameter, 10mm long portion of the ramus. The lesion was treated with direct stent placement of a 2.50x20mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Lesion 2 was 70% stenosed severely calcified, 3.5mm in diameter, 30mm long portion of the 1st obtuse marginal (om). The lesion was treated with direct stent placement of a 3.5x38mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Prior to discharge, the patient was reported as having a post procedure ck-mb elevation. Cardiac enzymes were drawn. The subject was discharged on aspirin and prasugrel. The event was considered resolved without residual effects.